Event description:
During tavr (transcatheter aortic valve replacement) procedure via rt. Carotid access, the delivery system balloon ruptured causing intimal disruption of the common carotid artery requiring repair. Patient required a right carotid patch angioplasty.